Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2015 and was found to be a non-reportable malfunction based on the information available. On (B)(6) 2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Replacement device shipped to site on 09/03/2015. Medtronic investigation of returned suspect device finds that at power up, the failure light on the camera was not illuminated. A check of the event log revealed a history of intermittent illuminator current moving in and out of range. The camera (positioning sensor unit - psu) passed an accuracy assessment kit (aak) test at 0.12 mm. Part was returned to the vendor for analysis which verified the reported findings: the unit has a faulty right illuminator which will require replacement. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the navigation system camera had the bump sensor was illuminated. The medtronic representative reported the camera was still able to track instruments as expected. To troubleshoot the issue the medtronic representative verified the system configuration utility and found the camera was displaying an error. The medtronic representative ran a firmware update, shutdown the system and rebooted it without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
After replacement of the psu, a medtronic representative performed a navigation system check-out, all areas passed.